Manufacturer narrative:
Based on the claim of the tip breaking off the maryland bipolar forceps, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece measuring approximately 0.160" x 0.413" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with the broken tip. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. The root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps tip broke off and the fragments were removed. The customer completed the procedure using a backup maryland bipolar forceps with no reported injury. There was no debris that fell in the patient.